Event description:
It was reported by the customer that the catheter was placed on (B)(6) 2010 via right femoral vein. After insertion, it was impossible to remove the spring wire guide (swg). As a result, the catheter and the swg were removed simultaneously. Upon removal, swg noted to be uncoiled. There were no reported consequences to the patient. Additional information received from arrow (B)(6) on (B)(6) 2010, stated there was no medical/surgical intervention required. It was confirmed the swg became uncoiled. A successful second insertion was made to the left internal jugular.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.